Manufacturer narrative:
Investigation summary: device history review: this mre review is for sterilization & packaging procedure only: part: 04.503.605.01s. Lot: l695991. Manufacturing site: (B)(4). Supplier: früh verpackungstechnik ag. Release to warehouse date: 18.december 2017. Expiry date: 01.december 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument: part: 04.503.605.20. Lot: h483496. Manufacturing location: (B)(4). Manufacturing date: 19-oct-2017. Part number: 04.503.605.20, 2.0 mm ti matrixmandible locking screw slf-tpng 5 mm. Lot number: h483496 (non-sterile). Lot quantity: 120. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿screw not able to be locked¿ does not indicate breakage of the screw. Therefore, review of the raw material would not be relevant to the reported complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a ssro (sagittal split ramus osteotomy) procedure treating jaw deformity occurred on (B)(6) 2019. The surgeon made a burr hole on the lower jaw and tried to lock the lock screw into the plate, but it was not able to be locked. The surgeon completed the procedure with a replacement device without a surgical delay. Concomitant device reported: unk - screwdrivers: shafts: trauma (part # unknown, lot # unknown, quantity #1). This is report 1 of 2 for (B)(4).